Manufacturer narrative:
Concomitant products: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4). Analysis of the desktop charger (serial # (B)(4)) found a broken connector.

Event description:
The consumer reported the charger was not charging because a piece of the cord was broken. The consumer reported her implantable neurostimulator recharger (insr) was blank and would not accept a charge when plugged into the desktop charger (dtc). The consumer reported her implantable neurostimulator (ins) was dead because she hasn't been able to charge as a result of this issue. The consumer stated it has been a few months since she successfully charged the ins. The patient stated she was in severe pain without the use of her ins. She stated it was a gradual change in symptoms. The patient stated she has no idea what may have caused the event. She has tried to hold the connection together and it will look like its accepting a charge, but it's not. The patient called a device manufacturer's representative (rep) who instructed her to call patient services for a replacement. It was reviewed that the patient was most likely in overdischarge since it has been a few months since she has charged. The patient was redirected to the repair department. The repair department was going to replace the dtc and the insr. The patient was then directed to the health care provider (hcp) for a trickle charge. She will call the rep to set that up. Medical history includes non-malignant pain. Additional information from the patient stated she has not been able to contact anyone to resolve the device issues because of personal issues. The patient cannot charge the ins at all because it doesn't make contact from the charger to the belt. The contact did not come out like the first time that they fixed it, now it seems to be the rubber housing around the contacts that do not let it make contact. It has been like this for two months now. The patient tried to hold the contacts together long enough for a couple of hours. The patient apologized for contacting the device manufacturer, and would learn to deal with things the way they were.